Manufacturer narrative:
The microsensor (ID 826653) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the returned unit passed all functional testing and the complaint condition was not able to be replicated. The complaint could be verified through failure analysis. Root cause analysis ¿ no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. A potential root cause for this failure is user unaware of proper use, or user does not push connector all the way down.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6), 2023. The sensor was working normally during the procedure, however, when the patient was sent back to the ward, the icp monitor could not detect the microsensor. Therefore, the physician retrieved the microsensor on (B)(6), 2023 and stop monitoring. The patient did not experienced any sign and symptoms due to sensor issue. The sensor was not replaced and the patient is stable.